Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).

Event description:
A pocket infection was reported. An explant of the device was planned. The pump contained morphine. Patient outcome was not provided. Additional information was requested to obtain this information.